Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the issue. The port on the patient interface module was loose. The stm tightened the port and tested the iabp. The stm completed all safety, functionality, and calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name should read ( B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not calibrate and fill. It is unknown the circumstances in which the event occurred, or if there was patient involvement, however, there was no adverse event reported.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) would not calibrate and fill. There was patient involvement and no adverse event reported.